Manufacturer narrative:
G4:12jan2021. B4:13jan2021. According to biomedical engineer , no information regarding the event was shared/documented with biomed. No service required as the unit is in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25aug2020.

Event description:
The customer contacted technical support (ts) stating that the unit was down and not working. The customer reported there was no patient involvement.